Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a loose terminal pin. Another rv lead was successfully implanted. There were no adverse patient effects reported. The lead will be returned for laboratory analysis.

Manufacturer narrative:
The complete, intact lead was returned to our post market quality assurance laboratory. Visual inspection showed only tool marks on the terminal pin, which otherwise appeared normal. However, a noticeable bend/kink in the lead tip area was noted. Continuity testing passed, indicating conductors are intact. A stylet insertion test passed without issue, indicating no blockage in the lumen. Given the finding of a bend/kink in the lead tip area, it was determined that induced damage, which likely occurred during normal use of the product, resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a loose terminal pin. Another rv lead was successfully implanted. There were no adverse patient effects reported.